Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by corrosion. The device was found to be leaking; however, the device was not found to have any component malfunctions associated with leaking. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated and was leaking. There was patient involvement; no patient impact.